Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states contacted biomerieux to report a discrepant organism identification on the vitek 2 gram-negative (gn) identification (ID) test kit. A providencia stuartii organism was misidentified as serratia fonticola. The culture was a mixed culture with proteus. The customer repeated the testing twice using vitek 2 gn ID test kit, and received the same result. Testing via alternate method (api) resulted in the expected identification of providencia stuartii. Providencia stuartii was reported to the physician following api identification. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to a patient's state of health. Culture submittals have been requested by biomerieux for internal investigation. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
Upon receipt of the gram-negative organism submittal by the customer, biomérieux internal investigation was conducted. The organism was tested in duplicate using the customer lot of vitek® 2 gn ID cards, as well as two (2) random lots. Api® 20 e and vitek® ms testing were also performed. For all vitek® 2 gn ID card lots tested, an identification of serratia fonticola was obtained. Api® 20 e and vitek® ms provided an identification of providencia stuartii. A comparison of the card data against the expected reaction results for providencia stuartii showed one (1) atypical reaction, which led to the misidentification. The overall investigation concluded that the patient isolate is an atypical strain for vitek® 2 system ast testing method, which is colorimetric and measures organism growth behavior. Vitek® ms (genetic measurement technique) and api® 20e (human interaction assessing total growth) are more conducive to testing certain slower-growth organisms.